Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an initial implant procedure involving the mobile programmer application, the marker channels appeared erratic with the atrial signals (as) lagging behind the ventricular signals (vs) when the leads were connected to the implantable device. Initial troubleshooting steps included moving the patient connector and pushing the application into the background to disconnect and reconnect which failed to resolve the issue. It was noted that even though the mobile programmer and the implantable device were connected, multiple occurrences of a loss of telemetry were observed. Further troubleshooting steps were taken to include restarting the application and the host tablet, however the issue persisted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis found the customer comment that the marker channels appeared erratic with the atrial signals (as) lagging behind the ventricular signals and that a loss of telemetry was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.